Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised alarms not functioning.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the sieve beds were leaking sieve material causing the unit to get error codes. Additionally, it was noted that the unit had a weak audible alarm, but it was still functional. Therefore, the complaint of the alarms not functioning was not confirmed.

Event description:
Dealer advised alarms not functioning. Per the independent repair center, the reason for repair is the unit is getting an error code. The key failure is the sieve beds are leaking sieve material. Additionally, it is noted that the unit had a weak alarm.